Event description:
Additional information received from the patient reported to resolve the dead battery and telemetry failure the device was charged and turned on. Following this the issues were resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the deep brain stimulation implantable pulse generator (ipg) was dead. The patient was admitted to the hospital after experiencing a significant decline in condition. Efforts to connect the device for charging in the emergency room were unsuccessful, and no response was observed from the device. The patient rep disconnected the call before troubleshooting could be performed.